Event description:
The customer reported that they were unable to obtain r wave markers during a sync cardioversion procedure. There was no negative pt impact as treatment was delayed but successful.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to obtain r wave markers during a sync cardioversion procedure. There was no negative pt impact as treatment was delayed but successful. The hospital biomed evaluated the device. The symptom was not duplicated. There were no error messages in the logs. Review of the strips by biomed shows the amplitude of the ECG low. The device was sync'd out to a non-philips monitor for ECG monitoring and pads were used as an ECG source. The hsxl instructions for use advises the users to select an ECG lead that provides the clearest signal and the largest qrs complex. The device passed all testing and remains in service. There is no request for a response by the customer. Philips is considering this a malfunction based on the customer's description only. We are unable to determine the cause as the symptom was not duplicated. No formal response was requested and none in warranted.